Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal sea was analyzed. The accessory seal was found to have a broken luer fitting. The luer fitting was broken off from the lower housing. The broken piece is measured approximately 0.287" x 0.440". The broken piece was returned with the accessory. No missing fragment was confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cap broke off of the seal. The item was kept for return. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the seal; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.